Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power brick. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt the power on the charger/modem. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.